Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. The resistance was in the middle of the catheter. There was not kink/damage to the catheter observed. A continuous saline flush was administered and maintained as indicated in the IFU. The tip of the sheath was secured in the hub of the microcatheter. The rhv was secured during delivery.

Manufacturer narrative:
Continuation of d10: product ID sab-6-30 (lot: d013323); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a cerebral infarction and was scheduled for a thrombectomy. During the procedure, an intracranial vascular stent was used for the thrombectomy. After fully hydrating the stent, it was delivered to the r-18 microcatheter. When pushing the stent, resistance was encountered. The surgeon did not forcefully push it and removed it from the body for inspection, but the stent still could not be pushed through the original protective sheath. The surgeon suspected that the weld between the stent and the delivery guidewire was too soft, making normal delivery impossible. Another stent was used instead, and the procedure was ultimately completed successfully.